Event description:
Report received from the USA stating that the device had shown an e2 error message. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e2 error on console" could not be confirmed. However, during svc of the device, device failures were found but were not related to the reported event. If additional info becomes available, a supplemental report will be sent. (B)(4).